Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt presyncopal. The right ventricular (rv) lead placed at his bundle exhibited high/unstable thresholds and intermittent capture in both unipolar and bipolar. The intermittent capture issue appeared to coincide with pocket manipulation, and eventually remained. The lead was reprogrammed, an during a lead revision, the slack was noted to have come back from initial implant placement. The rv his lead was then repositioned and reasonable thresholds were noted. No further patient complications have been reported as a result of this event.